Event description:
Customer reports obtaining results of 165mg/dl and 504mg/dl within 4 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.